Event description:
The medical center reported to the manufacturer that the kendall argyle stomach tubes, levin type 16fr/ch (5.3mm) radiofaque line was not appearing on x-ray. As part of this ongoing investigation the medical center removed the tube from a pt and x-rayed the product. The x-ray validated the fact that the radiopaque line problem resides with the non-existence of radiopaque material. The product as well as the x-ray were sent to the manufacturer for their investigation and written response.